Manufacturer narrative:
The devices, intended use in treatment, were returned for evaluation. A visual inspection confirmed the pin is stuck in the cutting block. The devices show significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur.

Event description:
It was reported that after procedure, it was noticed that the pin was stuck in the cutting block. The surgery was completed using this item, a back up device was not needed, there was no delay or injury to the patient reported.